Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom mobile app but took a couple of hours to pair to the ilet bionic pancreas; no alerts or alarms were reported and the user did not change the sensor, and glucose levels were stable after pairing. The user experienced a blood glucose peak of 300 mg/dl with no reported clinical symptoms. Outcomes included no hospitalization and resolution after successful pairing to the ilet. User support included collection of feedback regarding pairing performance and assessment of blood glucose impact. Investigation of this case revealed a delayed communication/pairing between the cgm and the ilet with no evidence of hardware damage or sensor replacement, consistent with a pairing delay isolated to the ilet interface while the cgm functioned with its mobile application. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or connectivity issue during device pairing.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.